Event description:
The facility reports after bathing and transporting the patient back to his room, the caregivers were attempting to put the patient back in bed. While lowering the patient, the column became unstable and tilted, causing the patient to almost fall on to the bed before being caught. No injuries were reported. The unit was removed from service.